Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25mar2020.

Event description:
The philips service engineer (fse) identified battery failure during preventive maintenance. The fse confirmed the reported failure. The fse replaced the battery and the reported failure went away. The unit has returned to service mode. The unit was not in use and there was no patient involvement.

Manufacturer narrative:
G4: 04mar2020. B4: 31mar2020. G3: report. Sources: submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.